Event description:
It was reported by service report that the head end of the bed would not lower and the scale was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: loss of limits.